Event description:
Pt had a left total knee in 1997. Pt sustained a fall in 1998 and has had a lateral release and patellar realignment in 1998. Pt has continued to have problems with subluxation and patellar dislocation. Pt was admitted for a revision of the left total knee. Intraoperatively the patella was noted to be subluxed off at least 75%. The patellar component was removed and replaced, along with a lateral release and medical reefing completed.